Event description:
It was reported that this pacemaker reverted into safety mode. Technical services (ts) reviewed the device data and confirmed that the device automatically transitioned to safety mode, limiting functionality to fixed parameters. Device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. At this point, it can be concluded that unknown factors most probably contributed to the event. Conclusion code was updated to "cause not established" because the reason for the alleged observation(s) could not be determined.

Event description:
It was reported that this pacemaker reverted into safety mode. Technical services (ts) reviewed the device data and confirmed that the device automatically transitioned to safety mode, limiting functionality to fixed parameters. Device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service.